Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that visual analysis found blood ingress in the lumen. The amount of blood leads to the conclusion that the outer insulation breach due to being extrinsically cut at implant is likely the cause for the electrical complaints. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of fluttering in their chest. It was noted that the right ventricular (rv) lead had increased thresholds and decreased r waves, there was also pacing spikes in the qrs complex. It was determined that the patient had experienced a lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.